Event description:
It was reported that a device was used during a low anterior resection. It was reported by the affiliate that the device was difficult to remove from the bowel. Once released the surgeon noticed an incomplete cut in the anastomosis. The surgeon excised the tissue to remove the device. Case was completed with hand suture.